Manufacturer narrative:
(B)(4). The customer was provided part identification for the power pca and the power supply. As of 07/30/2013 the customer has not called back regarding this issue with this device. The device remains at the customer site. Based on the available info, philips cannot confirm a malfunction as we were unable to determine the cause since multiple parts were replaced to resolve the issue.

Event description:
The customer reported a power problem. There was no reported pt involvement and/or impact.